Event description:
It was later reported the patient called the hcp to report a fall; ¿broke his back¿ and had to cancel the planned pump removal appointment with the physician. There was no treatment from this physician. The patient had a follow up visit on (B)(6) 2013. The patient experienced bilateral lower extremity weakness, myalgias, arthralgias and left abdominal pain; crohns. The pain was described as searing, aching and constant (years). The aggravating factors were standing, bending, twisting and walking. The pump was beeping and it was indicated the battery was ¿about to die.¿ the pump was interrogated and noted a motor stall occurred (B)(6) 2013 with no recovery. The patient planned to follow up with a physician in (B)(6) for consultation regarding explant. The gi physicians did not want the pump in the patient. The patient recovered without sequelae. The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the pump was to be explanted due to battery depletion as it had been implanted for approximately six and a half years. The patient did not want another pump implanted. The pump was initially implanted for crohn¿s disease and pain as the patient required oral dosing which was impacting liver function. However, the disease was now under control and the patient felt he no longer needed the pump. However, the pump had ¿shut down¿ on (B)(6) 2013. On (B)(6) 2013, the patient was ¿sick¿ in bed for what was thought the flu but rather the pain was the lack of infused medication. The patient had gone through ¿little withdrawals.¿ the patient was hard of hearing and he and his partner had so many phones they had thought that the pump alarm was a phone. They heard the alarm around (B)(6) 2013. The patient was seen by a health care provider on (B)(6) 2013 and it was confirmed that the pump had turned off. Reportedly by that time, the medicine in the tubing had crystalized and the pump was not able to be filled with saline. A health care provider (hcp) thought it should have lasted another two weeks, until the end of (B)(6) before the alarm should have gone off. The hcp could not ¿get a reading from it¿ but was then able to get a print out, however, the pump would not restart. The patient was being weaned over the past ¿several years¿ and would see the hcp every four months and they would ¿drop a little.¿ the patient went from ¿an 8 to a 1.¿ the patient was currently hospitalized for fractured vertebrae and a collapsed disc. This had occurred within a week¿s time from the date of the report in which the patient was sitting at home and bent over to pick up a bill and heard a ¿pop, pop, pop.¿ the patient had osteoporosis in his spine. This was the second time ¿in a year¿ that the patient reportedly had fractured a vertebrae. The patient was referred to a pump physician and was to be seen at the end of (B)(6) 2013 for pump explant. However, there was concern that the fractured vertebrae would crack the catheter and have the crystalized medication leak out. This device system delivered dilaudid and was thought to have been mixed with another medication. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported by the consumer on (B)(6) 2015. The pump and part of the catheter was removed due to device malfunction. It was noted that the patient had difficulty finding a physician to do the explant and part of the catheter could not be removed and had to be left implanted.